Event description:
The device was returned for repair by the customer for the issue of leaking at the tip. There is no reported harm to any patient. Upon evaluation of the returned device, it was noted that the forceps cover glue was peeling. The pink probe unit also had a cut and was loose. This medwatch is being submitted for the reportable issues of the forceps cover glue peeling and the cut probe unit.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. Upon inspection and testing, it was noted that the forceps cover glue was peeling. The pink probe unit also had a cut and was loose. In addition, the biopsy channel was leaking. The customer¿s complaint of leaking was confirmed. The distal end rubber glue had a crack. Ultrasound elements number 5, 6 7, 8, and 62 were broken. The device had a customer label. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 28-oct-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged adhesive and cut probe unit likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.